Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 153 mg/dl. Troubleshooting was done. Customer stated there was sweat exposure due to he wears it in waistband. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm noted during testing. However unit had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly noted during visual inspection. Unit had minor scratched display window, cracked case at display window corner, battery tube threads and cracked reservoir tube lip.